Manufacturer narrative:
H3. Device evaluation summary: medtronic conducted an investigation based on all information received. It was reported that this 980 ventilator was in an inoperative condition. There was no patient involved. A review of the ventilator logs show a loss of ventilation occurring after an attempt to enter into backup ventilation (buv) which appears to have occurred during patient use. The device was available for evaluation. He service personnel (sp) inspected the ventilator, confirmed unit alerted ventilator inoperative on power up and displayed mix subsystem test failure power on self test (post) code. Sp restarted the unit in service mode and found multiple background codes in the logs. Based upon the codes, sp checked all cables connections on the inspiratory flow module (ifm) and performed extended self test (est) to clear the inoperative condition. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was not established but with the available information, the potential cause of the unit experiencing loss of ventilation (lov) was a loose connection in the ifm. The event is included in a data monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that this 980 ventilator was in an inoperative condition. There was no patient involved. A review of the ventilator logs show a loss of ventilation occurring after an attempt to enter into backup ventilation (buv) which appears to have occurred during patient use.